Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per orthopedic surgeon: based on x-ray and physical exam- liner potentially loose. Surgery revealed that the liner was disassociated from the pinnacle cup, with wear on the ceramic head from hitting the cup. Replacement implants are the same size liner and head that the patient had originally. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.